Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, tubing had detached from the quick release and blood glucose level was 127 mg/dl. She used a walker and when she stood up the tubing fell down in front of her jeans. The infusion was being used from 2 days. The infusion site was at right abdomen and the pump was worn on the same side. Reportedly, the infusions were stored in the bathroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.